Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of foreign material observed inside the packaging of the infusion set is confirmed and was determined to be supplier related. One unopened 22 ga x 0.5 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed the kit was returned unopened. A small, orange fragment of unknown substance was observed inside the packaging of the device. Because the foreign substance was observed inside unopened packaging, this failure was determined to be related to the manufacture of the product. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that plastic fragments found in the packaging. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.